Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing via merlin.net transmission. The patient did no received therapy during the oversensing. The oversensing was noted on a stored egm. The programming changes will be discussed with the following physician, and will be made during next follow-up.